Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 4 bursts of inappropriate anti-tachycardia pacing (atp) and 6 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) with therapy exhaustion. Device remains in service. Troubleshooting options were discussed. Patient will have a follow-up with cardiology. No additional adverse patient effects were reported.